Event description:
It was reported that a 2.50 mm diameter x 30 mm length resolute integrity rx drug eluting stent was implanted into the patient approximately 149 days post its expiry. The device had been removed from its packaging as per the requirements of the IFU. The device was not inspected and a negative prep was not performed. The target lesion had 90% stenosis with moderate calcification and was associated with an svg. The tortuosity was moderate. There was no intervention as a result of this event. The patient condition post procedure was reported as 'stable with no problems'.

Manufacturer narrative:
(B)(4).